Event description:
It was reported the right ventricular (rv) lead had both sensing and capture issues bipolar. The lead was changed to unipolar in order to capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and inner insulation was breached - metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner and outer insulation had cosmetic metal induced oxidation, the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation and there were cut tines.